Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient was unhappy with her near vision. The surgeon reported that the patient could not read better than j13 without squinting and full distance correction of astigmatism. The surgeon reported the patient's undilated pupil measured 5.5 mm and shining a bright light in her eye or treating her with medications allowed her to read at j1; however, the medication effect only lasted two to three hours. The patient wanted no further eye surgery and was happy with her distance vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/16/2011 and 01/10/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).